Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. It is alleged that the patient sustained injuries on (B)(6) 2017 and (B)(6) 2021. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013- patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per op notes, ¿a large hernia sac with omentum was identified in periumbilical region and was dissected. A ventralex st mesh (device 1) was placed in the umbilical region and was sutured¿. (B)(6) 2016- patient was diagnosed with hiatal hernia, thereby underwent laparoscopic repair. Per op notes, ¿a small hiatal hernia was identified and was repaired with sutures¿. (B)(6) 2017- patient was diagnosed with recurrent incisional hernia, thereby underwent robotic assisted laparoscopic repair with explant of ventralex st mesh (device 1). Per op notes, ¿the omentum was found adherent to previous hernia repair. The previous mesh was explanted. A midline defect was identified and a synthetic mesh was placed and sutured to the anterior abdominal wall¿. (B)(6) 2021- patient was diagnosed with incarcerated incisional hernia, thereby underwent open repair with implant of unspecified bard mesh (device 2). Per op notes, ¿the hernia sac in the umbilical region was identified and the umbilicus was excised. The previous mesh was found to be incorporated in one fascia edge. The hernia sac was excised and an unspecified bard mesh (device 2) placed covering the posterior closure and sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d6b, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. It is alleged that the patient sustained injuries on (B)(6) 2017 and (B)(6) 2021. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.